Event description:
Dealer advised pump is leaking from the top of the shaft and making noise.

Manufacturer narrative:
The device has been returned and evaluated, the findings show that the pump is leaking.

Event description:
Dealer advised pump is leaking from the top of the shaft and making noise.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.